Event description:
In reviewing programming history for a vns pt, it was noted that the pt's device settings were re-programmed due to an interrupted system diagnostics test. A final interrogation was performed. But no changes were made to the device settings. The pt left the office visit with the non desired device settings. The device settings were reprogramed at a later date. No serious injury was reported.